Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and a partially formed hemogard shield was observed. However the photo does not indicate any evidence of underfill. Additionally, 20 retained samples were subjected to functional testing and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. This complaint has been confirmed for the indicated failure mode molding defect-short shot. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was insufficient material on the cap shield and inadequate blood volume collected in 6 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was insufficient material on the cap shield and inadequate blood volume collected in 6 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.